Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 35 (mg/dl) after customer did not eat lunch at their normal time. Customer consumed candy glucose and juice to stabilize bg level. It was also reported that customer's bg levels elevated to 540 (mg/dl) after overeating during dinner on the same day. Customer administered a bolus to treat elevated bg level. Recommendation was made to consult with health care provider to discuss diabetes management.